Event description:
It was reported that the home patient (hp) had a system error 2367 (air in line/set) on the homechoice (hc) during drain three of five. The technical service representative (tsr) reviewed the alarm log. The tsr instructed the hp to cycle the power on the hc to clear the alarm and end therapy. The hp would complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.